Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the device was not working. The reason for call was patient reported they were having issues with their stimulation and the issue began early yest erday. Patient said they had 4 programs programmed. Patient increased their intensity to the maximum on program 1 and 2 but didn't feel any stimulation. Patient also didn't feel any stimulation on program 3 and program 4 worked, but they had to turn stimulation all the way up to even get it to work. Pt normally used programs 3 and 4 together. Pt noticed the other day patient's legs were cramping bad, their hip was hurting. Pt increased stim and felt no difference. Pt also said in the middle of charging they got a message that it needed to be updated. Pt reset and it let pt finish charging. Pt called to get help getting in touch with a manufacturer representative (rep). Pt follows up with the primary care healthcare provider (hcp) for their pain management. In the past they let the rep come in and do the adjustments, but now pt heard they do not let reps in. Reviewed the process of contacting the field. Emailed hcp listings. Pt mentioned it had been too long since patient had an adjustment. The patient was redirected to their healthcare provider to further address the issue.